Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield would not retract. The surgeon applied another instrument and continued the procedure without incident.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.